Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Additional information was provided by the customer indicating that the 5 french blue catheter was not withdrawn through the metal cannula and damage to the blue catheter was noted upon opening the packaging. No patient contact was reported. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. A detailed search of complaint history for when the 5 french blue catheter is damaged revealed no precedent of the reported hazard leading to a serious injury or death. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable.

Event description:
This event no longer meets the qualifications for a reportable event. See h10.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer(person): street: (b)(^) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 5 french blue catheter of a rosch-uchida transjugular liver access set was cut. The device was required for an intrahepatic puncture needle surgery via jugular vein. However, it was discover that the 5 french blue catheter was split near the tip. Another of the same device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.